Event description:
It was reported that during a laparoscopic sigmoidectomy, the nurse did not check the tissue compression scale backlight was illuminated or not but handed the device to the surgeon. Then the device could not be fired at 1st stroke of 1st firing, after the anvil was attached. The battery was replaced, but the issue did not improve. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental will be sent. Additional information received: the adjusting knob was tightened properly and there was no problem in releasing the red safety. The anvil was used as is when replacing the device. No bleeding occurred. The staple was formed properly. No change in procedure (e.g., additional resection, additional port hole, creation of unplanned colostomy, etc.) Due to this event. The patient is stable. Per photographic evaluation: this is an analysis of fourteen photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: 1st photo shows a device with a battery pack partially attached and an anvil with a washer. 2nd photo shows a device with a battery and an anvil with a washer. 3rd photo shows a device from batch area # 495a14 and s/n: (B)(4). 4th photo shows a device from the top view with no apparent damage. 5th photo shows a device from the guide's face view with no apparent damage and appears to be that no staples are present. From 6 to 8, photos show a device from the bulkhead area and the bulkhead contact from the left side was noted damage and out of position. From 9 to 12 photos show a battery with a terminal damaged. 13th photo shows an anvil from the top view with no apparent damage. 14th photo shows an anvil with a washer that appears to be cut, with two staples between cut of the washer noted. Also, tissue and suture piece could be observed. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number x9436r, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 495a14, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/03/2023. D4: batch # 495a14 h11: corrected data = h4, h10 batch no. The batch no. Was reported in the previous report under photographic evaluation, but was captured incorrectly under d4 as "unknown."

Manufacturer narrative:
(B)(4). Date sent: 03/13/2023. D4: batch # 495a14. Investigation summary: visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and all staples were present. The returned anvil was used with the alternate device that was used to complete the case. Therefore, the washer within the anvil was cut and did not have any apparent damage. The battery was returned with the device and was visually inspected. The left contact of the battery was found to be slightly bent. A test battery was inserted into the device and the backlight would not illuminate. To understand why the device was not receiving power, the device¿s outer shrouds were disassembled. The device¿s left bulkhead contact was found to be severely bent. In order to confirm the damaged bulkhead contact was the cause of the reported would not fire event, the contact was manually bent back into the correct position. A test battery was then inserted into the device and the device fired and formed all staples as well as completely cut the test media and the breakaway washer without incident. These results concluded the would not fire issue reported by the customer was due to the damage seen on the device bulkhead contact and battery contact. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the damaged bulkhead contact, the would not fire issue reported is confirmed. A manufacturing record evaluation was performed for the finished device batch number 495a14, and no non-conformances related to the reported complaint condition were identified.